Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead (rv lead) exhibited noise oversensing. It was also noted that the rv lead inhibited therapy to treat a ventricular fibrillation episode. The rv lead was capped and replaced on (B)(6) 2021. The status of the patient was unknown.